Manufacturer narrative:
Customer facility phone number: (B)(6).

Event description:
It was reported that level 1 hotline low flow system (hl-90) was going into an over temperature state. No patient injury or complications were reported in relation to this event.